Event description:
It was reported that during a gyn procedure, the balloon was burst in each device. The injected amount of the 1st device was 7ml, and 2nd device was 6ml. Another 3rd device was used to complete the case in injecting 4ml. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cut. Two instruments were returned for device evaluation. Both instruments were returned intact but without the spacer on the device. Based upon the visual and functional examination, it was concluded that the cut in the balloon caused by a sharp instrument. The batch history records were reviewed and no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.